Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had a recharger (insr) issue. Pt reported that last night ((B)(6) 2021) while they were recharging, a doctor symbol appeared on the screen, with a code below the doctor symbol. It was asked, but the pt couldn't clarify on what code appeared on the insr screen because the insr screen was currently blank and unresponsive. Pt noted that they thought they were charging the ins yesterday, but noted the ins never got charged due to the insr issues. Pt stated they tried plugging the insr into the desktop charger (dtc) after the issue occurred, but the screen still remained blank and unresponsive; it would not charge from the dtc. Pt stated they charged the insr prior to charging the ins. Pt re-iterated that the insr will not turn on and they get absolutely nothing on the insr screen. Pt confirmed the green light was lit on the dtc, there was no damage to the connector pin, the white arrows matched up (on the insr and dtc cord), and the connection was tight, but the screen on the insr remained blank. The ptwas walked through an insr reset and had the pt plug the insr into the dtc after the reset was completed, but the pt still reported the insr screen was blank. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: h3:analysis of the 37751 recharger (rtm) (serial number (B)(6) revealed corrosion this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.